Event description:
Event description boston scientific received information that this atrial lead was surgically abandoned and replaced due to a fracture. This right ventricular lead was electively abandoned and replaced due to signs of deterioration.